Event description:
A medtronic representative reported that the site has experienced difficulty cleaning the cannulated tap and asked if a special tool was available. There was no pt present. No allegation was made of medtronic navigation's device causing or contributing to a pt event.

Manufacturer narrative:
Pt information was not provided as no pt was involved in this event. Lot number is not available at this time. Device manufacture date is dependent on the lot number and not available at this time. There is not a specific tool for cleaning the taps and use of a k-wire was suggested. The site already employs a k-wire while cleaning, but were hoping for a better option. There was no fault found. No parts are expected to be returned.